Event description:
Mobilit revision of the cup and pe insert due to infection. Note: the insert hdm260 is not cleared in the USA.

Manufacturer narrative:
Per (B)(4) - final report. Additional information, including confirmation of the lot code of the cup, date of implantation, operative notes, x-rays and medical history of the patient, has been requested in order to progress with the investigation of this event. However, this information was not available at the time of closure. The appropriate devices details of the insert have been provided and the relevant device manufacturing and sterilisation record have been identified and reviewed. The device was manufactured, packaged and sterilised according to specifications at the time of manufacture. The cleaning method, the sterilisation method and sterile barrier system used to package our devices have a long history of safe and effective use at corin for a wide range of orthopedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. Note: the appropriate device details of the cup were not communicated, thus the device manufacturing record, and sterilisation record were not identified and reviewed. Based on the above, no further investigation can be conducted. The root cause is considered as not determined, however has not been directly linked to the device. Corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4)- initial report. Additional information, including confirmation of the lot code of the cup, date of implantation, operative notes, x-rays and medical history of the patient, has been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit revision of the cup and pe insert due to infection. Note: the insert hdm260 is not cleared in the USA.